Manufacturer narrative:
Report is for one (1) unknown 2.4 mm condylar plate. Device reportedly implanted approximately 20 years prior to explant; exact implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a 2.4 mm condylar plate and five (5) unknown screws on (B)(6) 2016. It was reported that the patient underwent the implant of a 2.4 mm condylar plate and five (5) unknown screws approximately 20 years ago, exact date is unknown. On an unknown date the patient began experiencing pain in the radial head area. It was confirmed via x-ray that the plate had broken. There was no surgical delay or further patient harm reported. The procedure was completed successfully. This report is for one (1) unknown 2.4 mm condylar plate. This (B)(4) is to report the patient undergoing the removal of the implanted devices as a result of pain. See related complaint, (B)(4) for reported intra-operative issues. This is report 1 of 1 for (B)(4).